Event description:
Customer stated the pump over infused during the first hour of infusion. Pump should have infused 0.9 ml per hour with a bolus of 1.5 ml. The lockout should have been 30 minutes. Pt received 15.4ml with 9 bolus doses with 15 attempts. Rate provided is 0.9 ml. There is no injury to the pt.

Manufacturer narrative:
Investigation found that fluid ingress into pump causing pcb to corrode and unable to perform test to confirm the complaint. Pcb was replaced and pump was recalibrated to resolve the issue.